Manufacturer narrative:
Results of investigation: it was reported that 3 years after the patient had a hip tp implanted on the left and now experiences pain at the level of the trochanter major and she cannot sleep on her left side. It was reported that the complaints could be caused by a bursitis trochanteric caused by the bony exaggeration at trochanter major. The condition was improved after an infiltration. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. A medical investigation was conducted based on available medical records. The reported pain and subsequent infiltration are result of the bony protrusion of the greater trochanter and suspected bursitis trochanterica and is not associated with a malperformance of the implant. The ifus (lit. No. 12.23 ed 05/16) list pain as known possible side effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the information provided, the root cause for the reported issue is not related to the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that 3 years after the patient had a hip tp implanted on the left and now experiences pain at the level of the trochanter major and she cannot sleep on her left side. It was reported that the complaints could be caused by a bursitis trochanteric caused by the bony exaggeration at trochanter major. The condition was improved after an infiltration.